Manufacturer narrative:
Conclusions: device investigation did not reveal any device defect or damage. According to the information received from the field the device extruded thriugh the skin when removing the audioprocessor. Per information received, the event was preceded by skin irritation observed some months before. Age-related thin and fragile skin and comorbidities likely predisposed to the reported skin irritation in the present case. Therefore, it can be assumed that constant pressure on a decubitus area with poor skin condition likely resulted in a tissue breakdown or dehiscence over time. However, in the present case, manipulation of the ap caused full implant extraction from the body; although the reason cannot be determined, possible explanations might include either an already loose device or excessive forces applied, or a combination of both. This is a final report.

Event description:
On (B)(6) 2021 the rondo processor with #2 strength magnet was taken off from the user_s head; in doing so the ci was retained to the rondo and was pulled through the skin and removed in one whole piece (including the electrode array). The user is doing well (with respects to this incident) and did not suffer from dizziness as expected. She misses the benefit from the ci. Due to her other unrelated medical issues, re-implantation is not planned at this time. However, the user would like to undergo re-implantation as she misses the hearing benefit.

Manufacturer narrative:
The device is no longer implanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The rondo 3 processor was taken off from the user_s head. In doing so the internal cochlear implant was retained to the rondo 3 and was pulled through the skin and removed in one whole piece (including the electrode array). The user was upgraded from rondo to rondo 3 on (B)(6) 2021. Prior to the upgrade it was noted that there was irritation under the magnet site. Therefore, the magnet strength of the rondo 3 was reduced compared to that of the rondo. After the incident the user was sent immediately to the operating room.